Manufacturer narrative:
Product ID 5076-52 lead, date of implant (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was recently explanted due to high/infinite impedance on both pace/sense and high voltage portions of the lead. In addition, there was loss of capture, and oversensing. A lead fracture was suspected. It was additionally noted that the lead had demonstrated signs of fracture over two years, and detections had been turned off at that time. No patient complications have been reported as a result of this event.